Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was unable to power on properly. The cause for the failure was isolated to corrosion inside of the monitor. Contamination was evident on the jtag table board and connector j702 on the computer/analog pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.